Manufacturer narrative:
On 10/16/2020, it was reported to mentor that capsular contracture was only on the left breast implant. Reason for device explant and/or reoperation: anisomastia. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implant 325cc and suffered from bilateral capsular contracture baker grade iii on the left breast implant and baker grade ii on the right breast implant and left side rupture. As a result, the patient had undergone removal and replacement with non-mentor breast implants on (B)(6) 2020. This medwatch is for the right breast implant.